Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31394130l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a qdot micro and the patient experienced gastric distention that required prolonged hospitalization and high calorie infusion. The physician reported gastric distension for the patient who had been performed box isolation with the qdot micro catheter. Two days after the procedure was performed, the patient vomited hospital meals. The x-ray revealed gastric distension. The patient was under observation (required extended hospitalization). Due to the inability to eat, a high-calorie infusion was administered. The procedure itself had been completed successfully. No troubles occurred with the qdot micro catheter and the ngen. No abnormalities observed prior to or during use of the bwi product. The physician's opinion on the cause of the adverse event was that it was procedure related. The performed approximately 10 more ablations than usual box isolation. Probably the ablations should not have been conducted at 90w on posterior wall so many times. The reported procedure was box isolation by qmode+. The qdot micro catheter came out from the epicardium on posterior wall frequently. Qmode+ 90w, target temperature: 57. Location of the event was the esophagus. Stability+ was used. Qmode+ tag was set at 299 to become in red. Temperature displayed on ngen or bull's eye before or without ablation was around 50. Act was 305.